Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2012. Prior to the surgeon implanting the tibial tray, it was noticed the alignment mark on the tibial tray did not line up with the cruciate wing. Surgeon continued and implanted the components without incident.

Manufacturer narrative:
Investigation found that component was manufactured prior to implementation of new gauge design and was non-conforming. Review of device history records show seven units of this lot released to inventory. Review of sales history shows five of the seven units have been successfully implanted, the two remaining unit are within biomet's control.